Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2017, the two (2) 2.5 mm drill bit did not have enough thread to cut part of the bone. The surgeon used another drill bit to resolve the issue. The procedure was completed successfully with a twenty (20) minute surgical delay. There is no patient consequence reported. This is report 1 of 2 for (B)(4).